Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that after the zmb00 intraocular lens (iol) was implanted, the surgeon noticed that the lens was cracked. The incision was enlarged, the iol removed and another lens inserted during the same procedure. Surgery successfully completed.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual examination showed one half of the lens is present. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. An incomplete lens was returned. Based on the condition of the returned sample additional analysis is not possible. Manufacturing records were reviewed. No deviations were noted and all processes were compliant. Device history records, environmental monitoring records, process and/or material changes and sterilization records all conformed. There were no non conforming material records. All pertinent information available to the manufacturer has been submitted.